Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tubing at the luer lock had a tannish brown discoloration. The customers blood glucose (bg) level was impacted. However, the exact value was not provided. The customer stated to be "running a little higher than target." The customer was able to changed supplies.